Event description:
Baxter healthcare was contacted by a home patient (hp) who reported during follow up for a check patient line alarm that an overprime occurred on the homechoice machine. The patient stated he tried to lower the patient line and some solution was coming out of the top of the line. The troubleshooting didn't seem to help. The sample was discarded but a companion sample was available and requested with lot number h11d17037. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information: this complaint for an overprime leak out of the patient line was not confirmed in the lab. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.